Event description:
After six months implant an injection of unknown pressure was made during a cat scan. The disconnection of the catheter and migration into the vena cava was detected by x-ray two days later. The catheter and port were removed the next day. The device was destroyed at the institution.